Event description:
It was reported that the devices made an unusual beep and noticed that the rate changed from "536 to 100 on its own." The event occurred in the oncology infusion center. There was no patient harm. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation conclusion: the report of an unusual beep and an unintended rate change was confirmed in the pcu event log, however the rate changed from 540ml/hr to 100ml/hr and not from 536ml/hr to 100ml/hr as was stated. The reason for the rate change was due to the secondary infusion running at 540ml/hr completing and the device transitioning to the primary infusion running at 100ml/hr. When the secondary infusion completed, an audio alert sounds as the device transitions from the secondary infusion to the primary infusion. The pcu event log shows pump module s/n (B)(6) was programmed to infuse a basic infusion at a rate of 20ml/hr with a vtbi of 50ml at 12:29 pm on (B)(6) 2021. At 12:40 am, the user changed the rate of the primary infusion to 100ml/hr. At 1:05 pm, the user paused the infusion. The user then programmed a secondary infusion of drugid 44 though guardrails at a rate of 540ml/hr with a vtbi of 270ml. At 1:38 pm, the secondary infusion completed, and the device transitioned to the primary infusion running at 100ml/hr. At 1:39 pm, the user changed the rate of the primary infusion to 526ml/hr. Twenty-three seconds later the primary infusion completed, and the device transitioned to kvo at the kvo rate of 10ml/hr. The user then changed the vtbi to 15ml and started the infusion. The infusion then ran until 1:49 pm when the device was channeled off. The volume recorded as being infused during this period was 125.766ml for the primary infusion and 270.019ml for the secondary infusion. A review of the pcu error log found no errors during the time of the reported event. The pump module error log was not received for investigation. Device inspection: n/a, only device logs were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported unusual beep and unintended rate change was identified as due to expected operation. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06dec2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 15jan2021 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no device returned, only log review was performed for investigation.

Manufacturer narrative:
The investigation of event log is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided. Only event log with pending investigation was provided.

Event description:
It was reported that the devices made an unusual beep and noticed that the rate changed from "536 to 100 on its own." The event occurred in the oncology infusion center. There was no patient harm. Although requested, no additional information was provided.